Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit. However, the complainant¿s experience of hairlike particulate could not be confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [facility] incoming inspection po# 154p044, 154p046. This is a complaint from [facility] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 2, 2021. Please refer to the attachment file. ¿) we found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch - cw005 lot #1426366 (1 ea.). Patient status: na (no patient involvement). Type of intervention: na (incoming inspection).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [facility] incoming inspection po# (B)(4). This is a complaint from [facility] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 2, 2021. ) we found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch - cw005 lot #1426366 (1 ea.) Patient status: na (no patient involvement). Type of intervention: na (incoming inspection).